Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Investigation: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The sample was found to be broken in the middle of the extend tubing, suffering from markings indicative of damage caused by the side clamp. The properties of the side clamp and extend tubing may have played a role in the failure of the device, but detailed investigations of the returned sample's dimensions found none of the parameters to be outside of product parameters. Previous investigations have shown that the side clamp can cause this type of defect, however based on the results of the parameter testing conducted in this investigation the root cause could not be determined.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with damaged/defective tubing. It was stated ¿the patient was given the injection of (B)(6). The nurse found the extension tubing broken when the pinch clamp was opened, which then caused the patient's blood to backflow.¿ there was no report of injury or further medical intervention.